Event description:
Initially, the customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. The patient reportedly was feeling ill and experiencing abdominal pain. During a follow up call on (B)(6) 2010, dialysis nurse (pdn) reported the hp was hospitalized and being treated for peritonitis. The nurse indicated the hp's catheter was removed and the patient placed on hemodialysis. It is unknown what labs and cultures were performed. It is unknown what medical interventions were required. The patient remains hospitalized at this time. During a follow up call , the nurse indicated that during the hospitalization, it was determined that the cause of the peritonitis was related to diverticulitis. The patient underwent surgery for a bowel resection and was transferred to hemodialysis. . The patient was placed on antibiotics (unknown) for an unknown length of therapy. The patient did not have an exit site or tunnel infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded; therefore; no evaluation was performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available.

Event description:
Initially, the customer contacted baxter's technical service center to request assistance on the home choice machine. The patient reportedly was feeling ill and experiencing abdominal pain. During a follow up call on (B)(6) 2010, peritoneal dialysis nurse reported the hp was hospitalized and being treated for peritonitis. The nurse indicated the hp's catheter was removed and the patient placed on hemodialysis. It is unknown what labs and cultures were performed. It is unknown what medical interventions were required. The patient remains hospitalized at this time.

Event description:
The customer reported that during a microwave ablation procedure, the antenna broke. There was no complication or injury to the pt and it was easily removed intact through the skin with only a delay of several mins. The ablation case was finished successfully. It was reported that multiple antennas broke in 2 procedures with this doctor. This procedure included MFR report #1717344-2010-00896, 1717344-2010-0087, 1717344-2010-00898, 1717344-2010-00899, 1717344-2010-00900 and 1717344-2010-00901.

Manufacturer narrative:
(B)(4). The sample was discarded therefore, the root cause could not be determined. A batch review was performed for potentially associated lot numbers (gd873919 and gd874842) with no deviations noted during manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of two reports associated with this event.